Manufacturer narrative:
The following fields were corrected:  b5: describe event: report 5 of 5. It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: customer alleging several false positive candida results on the bd max vaginal panel catalog 443712 lot# 2117002 customer questioned the initial results when assessing the curves, repeated the alleged false positive candida samples and they reported the subsequent negative candida result in each instance. D1: medical device brand name:bd max¿ system, bd max¿ instrument d2a: common device name:instrumentation for clinical multiplex test systems d2b: medical device type or (procode): ooi d4 catalog #: 441916 d4 serial #: (B)(6) d4 UDI: 00382904419165 g5. PMA/510k info: k111860, k130470 h4: device manufacture date: 21-mar-2022  h.6 investigation summary: the complaint investigation for discrepant results when using the bd max vaginal panel (ref. 443712) lot 2117002 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max vaginal panel indicated that the lot was manufactured according to specifications and met performance requirements. Manual pcr curve adjudication of the suspected false positive samples, tested in runs 714 and 715, revealed that the bv, cgroup and cgla false positive results were potentially caused by a normalizer drift as suspected after review by a bd instrument quality engineer. This information was transferred to the bd technical service for further investigation and an instrument service ticket was opened to assess a potential normalizer drift issue on instrument ct1687. No anomaly was found in run 716. Based on the investigation, no reagent issue was identified. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max vaginal panel lot 2117002. The root cause was not identified. However, an instrument normalizer drift can explain the customer¿s positive results. Bd cannot confirm the complaint based on the investigation that was performed. H3 other text : see h.10.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: customer alleging several false positive candida results on the bd max vaginal panel catalog 443712 lot# 2117002. Customer questioned the initial results when assessing the curves, repeated the alleged false positive candida samples and they reported the subsequent negative candida result in each instance.

Event description:
Report 5 of 5. It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: customer alleging several false positive candida results on the bd max vaginal panel catalog 443712 lot# 2117002. Customer questioned the initial results when assessing the curves, repeated the alleged false positive candida samples and they reported the subsequent negative candida result in each instance.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they received suspected false positive results while running the vaginal panel assay. Customer reports that they have not seen any additional false positives since the initially reported instances and has performed extensive cleaning after the discrepant/alleged false positive results were reported. Customer confirmed that they do not routinely perform environmental testing. Review of customer run files by service and quality did not indicate any functional performance issues with the instrument. This complaint is unconfirmed as there was no problem found with the instrument. The root cause cannot be determined with the information provided. Sample analysis consisted of customer database analysis by service and quality, which did not indicate any functional issues present with the instrument. Review of device history record for instrument ct1687 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 5 of 5. It was reported that bd max¿ vaginal panel false positives occurred. The following information was provided by the initial reporter: customer alleging several false positive candida results on the bd max vaginal panel. Catalog 443712 lot# 2117002. Hazard, injury or erroneous results? Yes. Customer alleging 3 false positive candida results and two questionable bv positive results for a total of 5 different patients. Customer questioned the initial results when assessing the curves, repeated the alleged false positive candida samples and they reported the subsequent negative candida result in each instance.